Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. The patient experienced a skin reaction characterized by inflammation, swelling, infection, and abscess at the needle puncture site. This reaction occurred 10 days after the sensor had been inserted into the arm. The patient sought medical attention at the hospital, where the reaction was treated with a prescription for oral antibiotics. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.